Manufacturer narrative:
(B)(4).

Event description:
It was reported that, that the allevyn life 6x6 bandages are not laying flat and the adhesive is not adhering to the skin. No additional information was provided.

Manufacturer narrative:
We have now concluded our investigation for the complaint received. The device intended to be used in treatment has not been returned for evaluation, with no additional information provided. We have not been able to establish a relationship between the device and the reported event or determine a root cause on this occasion. Potential factors that can contribute to the reported event include the product is adhered to the non-dry skin. This needs to be considered from the patient¿s use at that time. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances of the reported event, however this investigation is now complete with no further action deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. (B)(4).